Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. Additionally, the asp observed that the device was providing an unstable (unexpected) breath rate. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it having an unstable breath rate, as well as being unable to maintain peep (positive end expiratory pressure) and having low exhaled tidal volume (vte) levels were all confirmed. The asp replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm and ift. H3 other text : serviced by asp.